Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the baxter service manual, examine the power cord and its plug for damage. Examine the length of the power cord for cuts and abrasions. Plug the power cord into a calibrated safety analyzer and attach the analyzer to the exposed metal chassis ground test point to make sure the ground resistance is no more than 200 milliohms. Plug the power cord into a calibrated safety analyzer and make sure the leakage current is no more than 300 microamps in normal condition (nc). Replace as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in may 15, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
During servicing by baxter, technical service identified that envision blower kit (product code p136026, serial number (B)(6)), had physically damaged power cord with copper wire exposed. No loss of function. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.